Manufacturer narrative:
Additional narrative: abdallah, m. A., alwatari, y. A., and whately, c. (2013). ¿management of large segmental tibial defects using locking im (intramedullary) nail and absorbable mesh¿. Bmj case reports ((B)(4)). This report is for an unknown ria/unknown quantity/unknown lot. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, abdallah, m. A., alwatari, y. A., and whately, c. (2013). "Management of large segmental tibial defects using locking im (intramedullary) nail and absorbable mesh". Bmj case reports ((B)(4)). This case report is designed to describe a new technique for the reconstruction of the tibia in a young patient with a ten centimeter defect. The study highlighted the advantages and challenges of managing a ten centimeter tibial defect using an absorbable mesh, posterolateral bone grafting and an intramedullary locking nail. The case report involves healthy man in his early twenties that presented to the authors hospital in (B)(6) 2012 for the management of his large tibial defect. The patient had a history of significant bone loss in his right tibia following a (B)(6) type iiib open tibial fracture in a motorcycle accident in (B)(6) 2012. He was initially managed with multiple debridements and application of an external fixator. He underwent multiple plastic surgeries including gastrocnemius muscle flapping and skin grafting. In (B)(6) 2012 the patient underwent insertion of an antibiotic-coated intramedullary nail along with posterolateral bone grafting using an absorbable mesh. An antibiotic impregnated competitor's nail was inserted. During the procedure 270cc of excellent autologous bone graft was obtained from both femurs using the reamer/irrigator/aspirator (ria) system. A competitor's absorbable mesh was then utilized. Postoperatively the patient was mobilized with crutches and non-weight bearing in a long leg cast. Two weeks postoperatively, the patient presented with a serosanguineous dark brown discharge from the distal aspect of the wound. At the hospital blood tests were obtained; the culture and sensitivity revealed pseudomonas aeruginosa. The patient was admitted to the hospital and the dressings were changed and the patient was started on intravenous antibiotics. The infection resolved within a few days. The patient was discharged on oral antibiotics. Six weeks following the surgery, the patient's long leg cast was removed. The patient had no pain or drainage. Three months postoperatively, the patient was comfortable, his wound was completely healed and his knee and ankle were quite stable. Two weeks postoperatively, the patient presented with a serosanguineous dark brown discharge from the distal aspect of the wound. At the hospital blood tests were obtained; the culture and sensitivity revealed pseudomonas aeruginosa. The patient was admitted to the hospital and the dressings were changed and the patient was started on intravenous antibiotics. This is report 1 of 1 for (B)(4). This report is for an unknown ria. A copy of the literature article is being submitted with this medwatch.